Event description:
It was reported that a large volume intermate experienced no flow during infusion of a non-baxter medication. The unit only infused about 30-60% of the total volume; the remaining volume was infused to the patient without the intermate. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.